Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.failure event observed during analysis.final analysis found the lead sustained rib clavicular crush damage. The inner insulation was damaged at proximal region. The outer coil was fractured at 16.1 cm to 18.3 cm from connector pin.(B)(4).